Manufacturer narrative:
(B)(4). Concomitant devices: unknown tibial component, catalog #: ni, lot #: ni. Unknown femoral component, catalog #: ni, lot #: ni. Unknown articular surface, catalog #: ni, lot #: ni . The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that the patient underwent a knee arthroplasty revision to address a dislodged patella and infection post-operatively. Attempts have been made and no additional information is available at this time.

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 3005751028 parsippany tmt

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 3005751028 parsippany tmt.

Event description:
It is reported that the patient underwent a knee arthroplasty revision with irrigation and debridement to address a dislodged patella and infection post-operatively. Attempts have been made and no additional information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.